Event description:
The plaintiff attorney alleges that the pt experienced cardiorespiratory arrest and expired the same day. These claims were allegedly caused by the exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products.